Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on info provided by the foreign distributor and from the info contained on the (B)(4) report. (B)(4). (B)(4) is performing the evaluation of the device. (B)(6) has requested a copy of their evaluation report and that they return any parts that they find to be faulty to the (B)(6) facility for evaluation. Once (B)(6) receives the evaluation report from (B)(4) and evaluates any alleged faulty parts, (B)(6) will submit a follow-up medwatch report.

Event description:
The following description of the event and the condition of the pt was copied from (B)(6) complaint report received by (B)(4) on (B)(6) 2011. The "3100b ventilator failed while on a pt. Stopped ventilating, no (prior) warning alarms. Power loss alarm indicator alarm warning (sounded). Ventilator was plugged into a different power outlet and still would not run. Removed from pt and re-circuited and tested out by rt and was apparently running for at least 1 hour with no alarms. Rt did not report seeing overheat lamp indicator, no other alarms. Pt removed from the ventilator. (B)(4), conventional ventilation was provided; however, pt would still need (B)(4) should the device be deemed safe for clinical use. Rt did not feel that they could put the equipment back into use since it had failed while on this pt. This same ventilator (B)(4) has required service recently (2x over last year) for issues related to internal pressure transducer contamination. In the case there is no report of strange measurements. The device loses power all together and starts and stops despite being plugged into trusted power supply. Intermittent issue." The following description of the event and the condition of the pt was copied from the (B)(4) report (B)(4) received by (B)(4) on (B)(6) 2011. "Machine settings amplitude 90, power 9.0, frequency 5.1 hertz, bias flow 45, paw 45/25 - 2 rns and rt in pt room - alarm sounded and when rt and rn looked at oscillator, it was black with no lights and had stopped ventilating - settings as above and pt had been on 3100b for approx 28 hours. Pt manually resuscitated and placed on conventional ventilator. Plugged oscillator into another electrical outlet in room and 3100b machine manually switched off and then back on by rt. Once the start button was pressed, the oscillator would start for a few seconds and then shut off again. This occurred several times. F/p humidifier on oscillator turned off. Equipment removed from room. (B)(4) health contacted. Oscillator was recirculated and tested, passed performance check and cal check, let run for approx 2 hours with no issues. Service tech was contacted friday (following day) and in to service machine. Oscillator sent back to company and loaner will be supplied." Event occurred at: (B)(6) hospital, (B)(6).